Event description:
Liver transplant: "when clamp was removed from the portal vein surgeon noted that the soft pad on the insert was separated from the firm insert which was seated on the clamp. All parts were recovered. A year ago, we had the same scenario except in that case the inferior vena cava-another type of clamp was applied immediately. Our clamps were inspected and found to be patent."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Testing was conducted on samples of the same model from a representative lot. Engineering was unable to recreate the experience and found that the units functioned properly.this document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.